Manufacturer narrative:
Concomitant products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 355029, lot# n0045926, implanted: (B)(6) 2005, product type accessory; product ID 377745, lot# v000884, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient went through 3 surgeries to try and get the device placed correctly. It was noted that the leads kept slipping down into the patient¿s neck. It was noted that this was back in 2005 and 2006. It was further noted that once that issue was resolved that the therapy worked beautifully for seven and a half years.